Event description:
The manufacturer received information from the patient's wife (B)(6) stating her husband passed away and that they would not need a replacement device. She wanted to send the recalled device back and stop any communication. The patient is unable to receive a label via email, a physical label was sent to the address listed. Ra number was provided. Sent fedex return label to pt via us mail., tracking on label # 087027000106845. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.